Event description:
It was reported to baxter (B)(4) that the reservoir of a basal/bolus infusor device ruptured after being filled, but before patient use. The device was filled with keromin, fentanyl, nasea, and normal saline, with a total volume of 100ml, and ruptured one hour after being filled. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a basal/bolus infusor device with a ruptured reservoir was confirmed during product evaluation. This device is a single use device and will not be repaired. The root cause of this issue is currently being investigated under CAPA# (B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or if additional information becomes available.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2010; pt: 1; inratio: 5.7; lab: 4.8. Date: (B)(6) 2010; pt: 2; inratio: 5.5; lab: 3.8. Time between meter test and blood draw is 10 minutes.